Event description:
The customer alleged they received questionable insulin results on their e411 analyzer for one patient. The patient's initial insulin result was 38.20 mie/l accompanied by a data flag and it was reported to the ward. The sample was analyzed again and the result was 6.5 mie/l and it was also reported to the ward. On (B)(6) 2013, the sample was repeated in triplicate and the results were 1.95 mie/l, 1.93 mie/l, and 1.96 mie/l and all three results were accompanied by data flags. None of these results were reported to the ward. The sample was then repeated again that day and the results were 1.70 mie/l, 1.76 mie/l, and 2.02 mie/l accompanied by a data flag. None of these results were reported to the ward. Information on whether there were any adverse events was requested but not provided. The insulin reagent lot number was 172706. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause was not determined. The customer stated the sample was a little hemolytic. The insulin assay is known to be very sensitive to hemolysis in patient samples. This limitation is covered in the package insert.

Manufacturer narrative:
This event occurred in (B)(6).